Manufacturer narrative:
The reported event of the atrial setscrew would not turn properly was not confirmed. Analysis revealed the user/physician removed the atrial setscrew in the hospital and did not return it. No analysis can be performed on the atrial setscrew problem without the setscrew.

Event description:
It was reported, during an implant procedure, the set screw was not turning as expected when attempting to connect the right atrial (ra) lead. A new device was used to resolve the event. The patient was stable.